Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC line was left in patient for more then 2 years without any clinical evaluation for change of dressing or flushing. Patient is hospitalized for septic shock in critical care. Nurse evaluator called tm to ask if we had a time warranty on our PICC. Tm responded that we did not. Nurse evaluator stated that the patient illness is caused by the PICC line, tm replied that our expiration date only applied to sterility packaging and once placed in patient the hospital and patient have a responsibility of maintenance and care.